Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during their peritoneal dialysis (pd) treatment. The screen of the cycler was distorted during step 1 of setup. It was noted that the cycler was not properly plugged into the wall outlet, but the plug was securely plugged into the back of the cycler. The cycler was rebooted, however the screen remained distorted. When the cycler was powered on, smoke was seen coming from the back of the cycler and a burning smell was noted. The cycler was rebooted again, but the screen was blank. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction provided in h6. Additional information provided in d9 and h3. A visual inspection of the returned cycler exterior showed indications of insect infestation. The cycler did not initially power on. The troubleshooting of the fault showed that there was no dc power output from the power supply. After replacing the power supply, the cycler powered up normally. The cycler underwent and passed a catch-post hipot test, patient hipot test, current leakage test and voltage calibration check. The post-accelerated stress test 2hours 15mins 8500ml simulated treatment was performed and passed with no further alarms or issues. The cycler was found to have insect infestation within the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during their peritoneal dialysis (pd) treatment. The screen of the cycler was distorted during step 1 of setup. It was noted that the cycler was not properly plugged into the wall outlet, but the plug was securely plugged into the back of the cycler. The cycler was rebooted, however the screen remained distorted. When the cycler was powered on, smoke was seen coming from the back of the cycler and a burning smell was noted. The cycler was rebooted again, but the screen was blank. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.